Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a 1707/coupling issues error was noted. Patient stated that today, (B)(6) 2022, pt began having connection issues between their ins and recharger. Patient is able to establish an excellent connection, but it will disconnect repeatedly. Patient confirmed seeing an error message, but pt could not remember what it said. Patient stated when they established an excellent connection their battery was at 10% and therapy was on. Patient confirmed using their recharging belt to recharge, but mentioned it will slip and when tightened all the way the belt is still loose. Patient stated they use their belt because they are unable to hold their recharger in place for as long as it would take to charge their ins to 100%. The following troubleshooting steps were performed; located the ins by looking for incision and/or palpating the ins (pt described their ins as "buried deep in" and saying they can barely feel a little bump), recommended patient lean forward while sitting to optimize ins position, apply comfortable pressure to the recharger or consider tightening the recharging belt, repositioned the recharger. Reviewed recovery mode recharging, external device usage, recharging without handset, shipping information. Patient tried recharging without their belt and was repeatedly able to establish an excellent connection. Although pt was not able to maintain the connections. While establishing these connections pt did see a 4100 message once. The issue was not resolved through troubleshooting. Patient will further trouble shoot with assistance further tonight and was redirected to call patient services should they need additional troubleshooting. An email was sent to repair for a medium recharging belt. Pt also stated they intend to call their hcp to see if they can have their micro ins replaced with the 3058 model as they are very frustrated. Additional information was received from the manufacturer representative. It was reported that the patient is scheduled for a replacement to an interstim recharge free device on (B)(6) 2022.

Manufacturer narrative:
Concomitant medical products: product ID: fp9000l; product type: accessory. Product ID: a90300; product type: software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the replacement had not taken place yet. It was scheduled for (B)(6) 2022.

Manufacturer narrative:
H6: see updated imf codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient had the device replaced on 2022-apr-08.

Manufacturer narrative:
Continuation of d10: product ID: fp9000l, serial#: unknown, product type: accessory. Product ID: a90300, lot#: unknown , product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.